Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned to zoll manufacturing corporation. Device evaluation of the monitor is still underway. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing of the belt. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the belt, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 12/10/2014; belt: 07/14/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was ECG motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient reportedly just started sleeping medicine but was awake sitting on the bed at the time of the event. The patient's son found the patient on the floor. The patient also reportedly developed a 'brownish burn mark' under the front therapy electrode. Motion artifact contributed to the false detection. Review of the download data indicates that the response buttons were pressed after the first shock and approximately one and a half minutes before the second shock. The response buttons functioned appropriately. The impedance measurement during the event was 25ohms and within normal range. The patient did not seek medical attention and continued use of the lifevest.